Manufacturer narrative:
Device evaluation by manufacturer: this 2.4 mm jetstream xc atherectomy catheter was received and analyzed. Visual and microscopic inspection was completed. Visual examination revealed kinks to the sheath 1cm and 4.5cm from the tip. The infusion, aspiration, and electrical lines had been cut, and the end pieces are missing. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm any separation relating to the reported information but did find damage that would have contributed to the difficulty to remove.

Event description:
It was reported the device was difficult to remove and the material separated. The target lesion was located in the lower extremity. A 2.4 mm jetstream xc atherectomy catheter was selected for an atherectomy procedure. During usage, the black outer sheath of the catheter lifted from the inner lumen (remained in one piece) inside of the patient and was difficult to remove. The catheter was removed intact from the patient. A different device of the same model was used to complete the procedure. No patient complications were reported.